Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check, the device's display flickered and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.